Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the tablet in clinic was unable to connect to the insertable cardiac monitor (icm) device. The patient had recently traveled abroad, and although the app connected once during the trip, it later failed to reconnect. Multiple attempts to set up the app and monitor were unsuccessful, including using a hotspot and a magnet to initiate setup. Despite confirming the tablet's connection and software status, the monitor could not be detected. The boston scientific field representative confirmed the icm was physically present but could not establish communication with it. Technical services (ts) escalated the issue for further analysis. It was found that the device's battery had dropped unexpectedly, preventing communication. The recommendation is to replace the device and return it for further evaluation. Issue remains unresolved. No adverse patient effects were reported. This icm remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the tablet in clinic was unable to connect to the insertable cardiac monitor (icm) device. The patient had recently traveled abroad, and although the app connected once during the trip, it later failed to reconnect. Multiple attempts to set up the app and monitor were unsuccessful, including using a hotspot and a magnet to initiate setup. Despite confirming the tablet's connection and software status, the monitor could not be detected. The boston scientific field representative confirmed the icm was physically present but could not establish communication with it. Technical services (ts) escalated the issue for further analysis. It was found that the device's battery had dropped unexpectedly, preventing communication. The recommendation is to replace the device and return it for further evaluation. Issue remains unresolved. No adverse patient effects were reported. This icm remains in service. Additional information received indicates that the icm was explanted and replaced. No adverse patient effects were reported.